Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)). Device evaluation indicated that the device exhibits normal characteristics prior the explant procedure. However, the analog ic was damaged when it was explanted. There are burn marks on the case suggesting that electrocautery was used during the explant procedure.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.